Manufacturer narrative:
(B)(4) date sent: 7/12/2024 d4: batch # 856c80 b3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The functional analysis tests, the test were observed with low power. After further evaluation, the handle was CT scanned and it was noted that the switch 3 arm had been broken off. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the broken lever arm was not found inside the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. The partially fired is consistent with an incomplete or interrupted cycle. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 856c80, and no non-conformances were identified.

Event description:
It was reported that the surgeon was doing a nephrectomy and the staple stopped working midway through firing on the artery stump. They did the manual override, tried to replace battery to make it work but it still kept having issues. They got another device to complete the case without patient harm.